Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the new power module battery was not working. The battery was disconnected for 10+ minutes and reconnected, a system test was attempted, however the red battery and yellow wrench alarms still showed. The power module backup battery was exchanged. It was additionally reported that the patient's spouse exchanged their system controller due to an alarm. It was unclear what the alarm was as they immediately panicked and switched out the system controller without calling the clinic. The patient's spouse was unable to fully connect the driveline to the backup system controller as they could not get it to lock. The patient became unresponsive and went into cardiac arrest due to the pump being off due to the driveline being unable to be reconnected to the system controller. It was noted that over the phone the clinic was able to walk the spouse through the steps to resolve the issue. Upon arrival to the emergency department, it was reading "replace system monitor" and it was exchanged. Through further investigation it was found that the patient was still on their original system controller. It was assumed that the alarm at home may have been a replace system controller alarm. Log files were submitted for review and captured a controller internal fault event on (21jun2024 at 23:25:57. The driveline was disconnected at 23:29:32 and reconnected at 23:39:39 with the pump returning to set speed. The pump operated at set speed until (B)(6) 2024 at 1:12:59 when the driveline was disconnected. It was noted on (B)(6) 2024 that the patient was doing well now and was discharged home with no notable deficits/issues. Related manufacturer reference number: 2916596-2024-04326 (power module). Related manufacturer reference number: 2916596-2024-04461 (primary system controller). Related manufacturer reference number: 2916596-2024-04462 (system controller attempted to be connected).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with a disconnection of the driveline; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log files confirmed pump stop events on 21jun2024 which were associated with disconnection of the driveline. The driveline was reconnected shortly after disconnection, following which, the pump resumed operation without issue until the system controller was later exchanged on (B)(6) 2024. Controller internal fault alarms were also observed on (B)(6) 2024. The pump appeared to have operated as intended at the set speed while the driveline was connected. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.